Event description:
Complainant alleged that during functional testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed and verified. The root cause was traced to be a damaged connector in the lcd cable assembly. The assembly was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.